Manufacturer narrative:
(B)(4) applies to both the implantable neurostimulator (ins) and the lead. The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a previous ins that needed "repair" and was replaced. The patient stated that they had a revision maybe about 8-10 months ago to repair a lead. No symptoms were reported. No further complications were anticipated/reported.